Event description:
It was reported that the right atrial (ra) lead was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 6949-58 implanted: 2005 (B)(6); 6707-35 implanted: 2008 (B)(6); (B)(4) bi-ventricular defibrillator implanted: 2012 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.